Event description:
It was reported that during a laparoscopic cholecystectomy, the surgeon reported that clips from the device were applied and that each clip scissored. The surgeon pulled another clip applier and applied three clips to the cystic duct that were fine. There was no patient consequence.